Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five hours after a successful cryo ablation procedure, a pericardial effusion was noticed. The effusion was drained. The patient¿s hospital stay was extended for monitoring. The patient was stable and discharged seven days after the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least nine applications were performed with balloon catheter, 2af284 with lot number 04694, without any issue on the date of the event. Clinical issues were encountered during the procedure. In conclusion, the reported issues cannot be confirmed via data analysis. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.